Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 6. The home patient (hp) stated he was still connected to the cycler. The technical service representative (tsr) advised the hp to cycle power and a system error 2367 occurred. The tsr then had the hp cycle power to press go to start and had the hp disconnect. The hp removed the cassette to discard the supplies. The tsr explained the alarm and advised the hp to contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the cassette that was in use that may have caused the alarm to occur. The hp advised that the home patient was able to resume therapy successfully with new supplies. The cg stated that the peritoneal dialysis center was notified of the alarm. There was no patient injury or medical intervention reported. Per the call script, the patient was connected at the time of the alarm and the patient did not disconnect prior to the alarm. All the bags were properly spiked and connected. There were no extension lines used and there were no open clamps on any unused supply lines. Per the customer there was nothing unusual noted about the supplies. The customer would discard the supplies.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Per the customer the sample was discarded, therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed on the reported lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.